Event description:
It was reported to philips that the device's battery is defective. There was reportedly no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which the customer was provided with part number and pricing for the replacement of the battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The device remains at the customer site and no further evaluation is warranted at this time.